Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having dislocated and requiring a revision surgery. The surgeon replaced the 40 millimeter standard socket insert with an 8 millimeter spacer and a 40 millimeter constrained +4 millimeter socket insert.